Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not per formed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed 87 high watt, 10 low flow, two (2) vad disconnect, and (1) electrical fault alarms logged between (B)(6) 2025. Log file analysis also revealed several increases in power consumption and estimated flow to parameters above normal operating range starting on (B)(6) 2025 followed by additional sudden increases starting on (B)(6) 2025. Review of the alarm log file revealed the vad stopped alarm logged on (B)(6) 2025 at 11:49:41 indicated that the motor stators failed. An electrical fault alarm was simultaneously recorded at the time of the vad stopped alarm due to overcurrent condition in the rear stator. The subsequent vad disconnect alarm was logged indicating a physical disconnection of the driveline from the controller, likely due to the reported pump explant procedure. Of note, information provided by the site indicated that the patient was treated with tpa. As a result, the reported high-power event was confirmed. The reported thrombus event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the historical review of similar high-power events and available information, the most likely root cause of the high-power event may be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation and the available information, a possible root cause of the electrical fault alarms and vad stopped alarms due to an overcurrent condition can be attributed, but not limited, to a short in the driveline likely due to damage to the driveline cable. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence of past thrombus events for this patient. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device experienced a high power alarm and was found to have a thrombus located inside the pump. The patient received thrombolytic therapy, specifically tissue plasminogen activator therapy, more than three times for pump thrombosis. It was decided to perform a vad  exchange to an hm3 model. The device was subsequently explanted.